Event description:
During a low anterior resection the surgeon was attempting transanal end to end anastomosis with the device. The device would not cut or staple and was difficult to remove. Another device was used to complete the case. There were no consequences to the patient.